Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 3 devices were received for evaluation; 3 events were confirmed during testing. Approx 1 device was found to be affected by missing paint chips corrosion, and a shattered bearing. Approx 1 device was found to be affected by missing paint chips and corrosion. Approx 1 device was found to be affected by missing paint chips and broken-down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was missing paint chips and was reportedly overheating. There was no patient involvement; no patient impact.